Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted, when the device has been returned and the investigation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder's tip overheated. The tip turned red hot outside the pt. The hospital used a second hemopro device to complete the procedure. No pt complications were reported by the hospital.